Event description:
A customer reported a readings issue on their adc meter while using an affected test strip lot. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Upon further investigation by baxter, this event has been determined to be non-reportable. (B)(4).

Manufacturer narrative:
The condition of battery was confirmed, but was not duplicated. A depleted battery alarm was found in the event history. The reported condition is due to faulty main batteries. The main batteries were replaced to correct the reported condition. (B)(4).

Event description:
The facility representative reported a colleague infusion pump with the reported condition of "battery". This problem was identified during bio-med testing. There was no report of patient injury or medical intervention necessary. No additional information is available. During baxter quality engineering review of the device event history on july 28, 2010, it was determined that a depleted battery alarm occurred during delivery.